Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. No numbers ramping up noted. The device passed displacement test, rewind, basic occlusion, occlusion, prime test and no delivery tests. Device had cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer stated trying to bolus and received button error. She also reported that the insulin pump had physical damage a crack above the display screen. The blood glucose at the time of the incident was 309 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.